Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed which found that the top cover was damaged. From the condition of the platform, the damage appears to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was confirmed; the platform displayed a user advisory 17 (max motor on time exceeded during active operation) after performing one compression. Further inspection determined that the platform's drivetrain was not functioning properly. Following replacement of the drivetrain, a run-in test was performed and the platform performed as intended. Unrelated to the reported complaint, a sticky clutch was also observed during final testing and is attributed to a defective integrated encoder gear box. Following replacement of the encoder gearbox, the platform was tested with a large resuscitation test fixture for 37 minutes with no other issues observed. A review of the archive was performed and multiple ua 17 codes were observed on the reported event date of (B)(6) 2015. Unrelated to the reported complaint, multiple ua 18 (max take-up revolutions exceeded) and ua 45 (not at "home" position after power-on/re-start) codes were also observed on the same date. The ua 18 codes were caused by no load change being detected at the load plate due to no object present on the platform. The ua 45 codes were due to the lifeband straps not being pulled out completely prior to turning the device on. Based on the investigation, the parts identified for replacement were the drivetrain, the integrated encoder gearbox, and the top cover. In summary, the reported complaint was confirmed based on functional evaluation as well as archive review and is attributed to the platform's drivetrain not functioning properly. Following service, including replacement of the drivetrain, the device passed all testing criteria.

Event description:
It was reported that during training, the autopulse platform performed compressions for approximately 15-20 minutes and then displayed a user advisory (ua) 17 (max motor on time exceeded during active operation) message. The platform was unable to continue performing compressions and required a power cycle to be completed before the user advisory would clear. The customer attempted to use multiple lifebands and different batteries, however the issue would not resolve. No patient involvement was reported. No further information was provided.